Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the severely tortuous and severely calcified mid left circumflex artery (lcx), extending to the ostium of the left main (lm) coronary artery. A 3.50 x 38mm synergy xd drug-eluting stent was implanted. The stent appeared well positioned and fully expanded upon balloon inflation and deflation. However, after the balloon was removed from the stent, contrast was injected and the angiogram revealed longitudinal deformation of the stent at the left main stem (lms) ostium. The procedure was completed without any patient complications.